Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported, "that the beak of the resectoscope was missing on opening the tray. It was not in use". Per the report, it was believed that it was broken during reprocessing". There were no reports of patient involvement. No harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being provided to provide new additional information in d4, and h4.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
Correction to g4: 510k. The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.